Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# serial#(B)(6), implanted: (B)(6) 2022, product type: lead, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the x-ray was negative for lead kink or fray. The cause of the ins being shallow was unknown. When asked what the most likely cause was the hcp answered interrogation of the device determined its function is adequate. Device interrogation was completed with battery check, impedance check and setting verification. Patient with no further complaints at this time. The issue was resolved. The cause of the difficulty connecting to the ins was undetermined. There were no issues indicating difficulty connecting. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2e3sv, implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that last week they rolled on their ins and probably bruised the nerves around it. Patient mentioned that they have a high tolerance for pain but that they were on their knees rocking back and forth in the fetal position crying yesterday ((B)(6) 2023) because of the ins. Patient said they were in "freaking amazing pain" for 48 hours and their healthcare provider (hcp) tried getting patient into office on friday ((B)(6) 2023). The patient stated that they went to their urologist today and through an x-ray they found a kink or fray in the lead. The doctor said that the ins was very shallow and they probably bruised the nerves and stuff in there. Patient said they ran the programs and everything was working fine and impedence checked out fine. Patient stated that their bladder was working fine now but they were worried about whether or not something will happen to the lead wire that will harm them in the future knowing there was a kink in the wire. Patient said the hcp told them if they experience any uncomfortable sensations from the ins in the future, that they need to turn the ins off, but they weren't able to power on their handset because they keep seeing a message about rebooting samsung in safe mode. Patient services consulted with healthcare it (hcit) and it was determined that the handset wallet strap was covering the volume up button to cause this screen. Patient described more detail about recovery mode on the screen and hcit elected to replace the handset due to abnormal messages and inability to power on handset. Later in the call, handset was able to be powered on but patient said the handset would not even hold 2 hours worth of charge. They also stated that when they first got the implant, they had a vagal response and also said ever since they've had the implant they haven't been able to connect to the handset easily. Patient will call back when receives handset to help pair communicator and connect to ins.  Patient's relevant medical history included the patient had a shot of torrid today and now they can barely move.